Manufacturer narrative:
The actual product was not returned to the manufacturer and could not be analyzed; however, we investigated manufacturing and quality control records based on the lot number. According to the investigation, no potential for malfunction was found and not similar events has been reported with this lot number globally so far. We decided to report this incident since we consider blood leak from header might cause serious health deterioration. The following cautions are given to 5. Warnings of IFU of rexeed-s of the instructions for use as "in the event of a problem during treatment, such as blood leakage or coagulation, immediately discontinue the treatment under the direction of a physician and replace rexeed-s with a new primed dialyzer." We will continue to monitor the occurrence of similar event carefully.

Event description:
This incident occurred in spain. Rexeed21-a is identical model to rexeed-s series marketed in us. Hemodiafitration (hdf) treatment was performed on a patient with heparin-induced thrombocytopenia using the dialyzer rexeed-21a. No anticoagulant was used in the patient since the patient had heparin-induced thrombocytopenia. Blood leaked between from the welded part of theproduct's header and the housing 10 minutes prior to completion of the treatment. The volume of leaked blood was about 30ml. There was no health hazard to the patient.